Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the femoral head from the stem. Intra- operatively, trunnionosis and black tissue were noted. Patient's stem, head, and liner were revised to a restoration modular stem construct, ceramic head, and an adm/ mdm liner construct. Rep confirmed there are no allegations against the revised liner.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the femoral head from the stem. Intra- operatively, trunnionosis and black tissue were noted. Patient's stem, head, and liner were revised to a restoration modular stem construct, ceramic head, and an adm/ mdm liner construct. Rep confirmed there are no allegations against the revised liner.

Manufacturer narrative:
Reported event: an event regarding disassociation involving an unknown implant metal head was reported. The event was confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: x-ray provided confirms disassociation and trunnionosis, need additional information; primary and revision operative reports, clinical and past medical history and examination of explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened. H3 other text : device not returned.